Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the compact air drive device switches are not functioning. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A service history review was conducted. The report indicates that customer called in a service request for this item on (B)(6) 2014 for: switches of the device do not function. During the previous 6 months, the item was returned on: 07.02.2014 due to _cbxc_ motor blocked, seized, rough running. The investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows that previous service conditions are relevant to the current complaint issue. The service technician noted the following action taken repair. During the pre-repair diagnostic assessment the service technician identified the following failure: bexc_ trigger / slider blocked, jammed. The root cause of the event was determined to be normal wear. The device was repaired and returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.